Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following replacement of the right ventricular lead, episodes of non-sustained oversensing and r-wave amplitude variation were observed on the device. It was believed the event was caused by air in the header of the device. No intervention was performed; the patient was stable and will continue to be monitored. Related manufacturer reference number: 2938836-2017-33954.